Event description:
The customer reported the system displayed a x-ray tube overheating error. This error will cause the system to shutdown un-commanded. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.